Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call compromised force sensor system alarm and motor error alarm on the insulin pump. Customer's blood glucose level was unknown. Troubleshooting for motor error alarm was performed. Customer received motor error alarm after the rewind process. Customer received multiple motor error alarms and the issue remained unresolved. Troubleshooting for the prime rewind was performed. Customer advised during the fill tubing process they received the compromised force sensor system alarm. Customer advised the drive support cap was loose. Customer advised during the seating of the force the sensor did not detect the reservoir. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: pump received with loose/protruded drive support disk, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot and stained end cap sticker. Compromised forced sensor alarm during basic occlusion test due to loose/protruded drive support disk. Pump passed idle current test, run current test, displacement test and rewind. Unable to perform self test, off no power test, unexpected alarm error test, occlusion test, prime test and excessive no delivery test due to compromised forced sensor alarm. No motor error alarm noted.

Manufacturer narrative:
The information provided for the product code and common device name with the initial report was incorrect. The correct information has been provided with this report.